Event description:
It was reported that the patient's stimulator went into overdischarge in (B)(6), though it was stated to have been 'successfully resolved.' Eight days later, it was reported that the patient was 'doing well.' No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.

Event description:
Additional information received reported that the patient had a problem with his recharger system which was then exchanged. Since then, there have been "no more problems." It was stated that "the patient was able to recharge without any other problems." No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).